Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. The display circuit board was found to have faulty connector. The circuit board and cable were replaced. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9800 displayed a no input error message during use. There was no adverse pt involvement reported.